Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serious injury. The patient remains at home and continues wearing the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date & usage of device: monitor (B)(4): (B)(4)2011 - reuse. Electrode belt (B)(4): (B)(4)2011 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (B)(4).

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Sinus rhythm at 97 bpm with motion artifact contributed to the false detection. The patient was at home at the time of the event. The patient was conscious and mowing his grass at the time of the event. The patient was reported to have been pressing the response buttons. A review of the downloaded data confirms the patient pressed the response buttons during a prior treatment sequence but the response buttons were not pressed during the treatment sequence that resulted in the inappropriate defibrillation treatment. The response buttons were also pressed after the inappropriate treatment occurred. The patient remained at home after event. The patient will continue to wear the lifevest.